Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A customer reported the laser fired on its own. The unit displayed a system message and locked during a vitrectomy procedure. The case was not completed. The patient impact is unknown.additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint the laser was manufactured on may 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming footswitch. However, how and when the footswitch became nonconforming cannot be determined conclusively. (B)(4).